Event description:
The customer stated physicians complained about multiple falsely elevated ipth results. Patient 1 generated ipth results of 196.7 on (B)(6) 2013 at 8:15 am, 238.3 at 9:08 am, and 201.4 at 9:35 am. Patient 2 generated ipth results of 80.9 on (B)(6) 2013 at 7:34 am, 135.1 and 8:40 am, 150.3 at 9:06 am, and 138.1 at 10:23 am. The samples were sent to a reference laboratory and the results generated were 43 for the 7:34 sample, 62 for the 8:40 sample, 76 for the 9:06 sample, and 66 for the 10:23 sample. There was no adverse impact to patient management reported.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.